Event description:
Customer reported that she received a low predict on the insulin pump and then it said the glucose is high. She also had a calibration error. Customer stated that the sensor glucose was reading 269 mg/dl and blood glucose is 129 mg/dl. Sensor age is 4 days and 1 hour. Customer inserted in abdomen while standing. Customer stated she is not experiencing intermittent calibration error alerts. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.